Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
Small piece on the horizon ligation clip, piece that holds the tension rod in place, was missing or broken. A search of the patient and operating room was conducted and the clip was not found. It is unknown if the clip was broken prior to the procedure. The physician looked at the x-rays pre and post operatively and did not find any difference. The patient's current condition is unknown at this time.